Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical service on (B)(6) 2016 stating that rv lead exhibited out of range >3000 on ra lead and noise on 3 atr's. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).